Event description:
It was reported that during aneurysm case, the subject stent became deployed after entering the microcatheter. The physician then withdrew the system, replaced it with a new microcatheter and stent system, and successfully completed the procedure without any clinical consequences to the patient.

Event description:
It was reported that during aneurysm case, the subject stent became deployed after entering the microcatheter. The physician then withdrew the system, replaced it with a new microcatheter and stent system, and successfully completed the procedure without any clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the introducer sheath and the subject stent delivery wire were both not returned for analysis. There was no sign of the stent. The stent was not visible in the microcatheter hub. Several unsuccessful attempts were made to flush the microcatheter unit. The microcatheter was soaked in warm water for 60+ minutes. It was still not possible to flush it after this soaking. A 0.0165" mandrel was advanced through the proximal end and was unable to advance more than 40cm inside the lumen. The microcatheter was cut open at this point but there was no evidence of the stent. Instead, there was a plug of dried blood noted. A 0.0165" mandrel was next inserted through the distal end. This was unable to advance more than 15cm inside the microcatheter lumen. The microcatheter was cut open at this point but there was no evidence of the stent. Instead, there was more dried blood noted. Functional inspection was unable to perform as it was not possible to locate the subject stent in the lumen of the microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was not possible to determine the as reported (ar) 'stent deployed prematurely during use' because it was not possible to locate the stent inside the lumen of the microcatheter. This is because the lumen was obstructed for a large section of its length by dried blood. It was not possible to remove all of the dried blood. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush is reported to have been set up and maintained throughout the clinical procedure. It was reported that 'the stent became deployed after entering the microcatheter. The physician then withdrew the system, replaced it with a new microcatheter and an stent, and successfully completed the procedure'. A product condition update was provided which states 'when checking the microcatheter under x-ray, the marker of the stent could be seen at proximal end of microcatheter'. The customer indicated that the subject stent has been returned for analysis in the lumen of an microcatheter (mc). However, despite repeated attempts to flush the mc, advance a suitable mandrel through it from both the proximal and distal ends, and cut it at the obstruction points, it was not possible to locate the stent. The lumen was full of dried blood for much of its length, so it is possible that the stent was indeed present in the lumen, it just could not be found during the limited inspection that was completed in the complaints lab. The stent delivery wire and introducer sheath were both not returned for analysis. There is very little information available relating to the device set-up steps. One possibility is that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the event description. The presence of so much dried blood in the microcatheter lumen and the presence of blood in the microcatheter hub suggests that insufficient continuous flush might have been a contributing factor in the case of this complaint device. The as reported stent deployed prematurely during use as well as the as analyzed stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.